Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced abdomen stimulation. The patient underwent a lead revision procedure where the leads were repositioned. The patient is doing well post-operatively.